Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device drive head would not push the test syringe down during the force test. There was no patient involvement.

Event description:
The customer reported that the device drive head would nott push the test syringe down during the force test. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device drive head would nott push the test syringe down during the force test. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced carriage assembly for drive head won't push test syringe. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 26 apr 2019 and confirmed that this device was involved in production failure q6 200288381 for failed binary switches which does not correlate to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.